Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed due to a battery failure reference failure. The device does not work when running in battery mode. The device works when connected to a/c however in when in battery mode the device switches itself off. The battery indicator shows it is fully charged. There was no patient involvement.

Manufacturer narrative:
Per product support, battery replacement was sent to customer to address the reported problem.

Manufacturer narrative:
Updated.